Event description:
It was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was not performed. The customer was able to clear the error and complete the rewind process. No harm requiring medical intervention was reported. No product return is required for mmt-1805

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (medical device problem code 3010 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer received pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement) and critical pump error.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the [history files/traces] on 03/29/2025 22:00:00.000 due to the motor task (function dmhandlemotordrivecomplete, file motordeliverymanager.c), force sensor failure. Isolate the electronic stack. Additionally, pump error 53 was also noted, with a file ID of 65535 and a line ID of 65535. The following were noted during visual inspection: pillowing keypad overlay, and scratched case. In conclusion, the critical pump error (open book image) alarm was confirmed due to pump error 35. Pump error 35 alarm confirmed due to force sensor failure, isolate to the electronic assembly. The customer's concern about pump error 130 was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.